Event description:
It was reported that surgical intervention took place on (B)(6) 2019, wherein the patient¿s ipg was explanted and replaced. Therapy has been restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s ipg has reached end of service. As a result, surgical intervention may take place to address this issue.